Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9010877. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. There are quality controls currently in place to detect this type of defect during the production process. Investigation conclusion: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in leaked during use. The following information was provided by the initial reporter: puncture was performed, when the test with saline solution, leakage of the content in the extension had been evidenced.